Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the ball bearing in the extension sleeve was defective, bevel gear toothing too weak, and the ball bearing diameter in housing was too large. Ball bearing, bevel gears, pawls, housing and some small parts were replaced. This was attributed to normal wear. Device was repaired and returned to the customer.

Event description:
Customer reported that the device was running hot. This is report 1 of 1 for complaint (B)(4).